Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband report via phone call that patients need help in reservoir filling and priming process. Customer's blood glucose was 160 mg/dl. The customer's husband was walked through the reservoir filling and priming process. The customer's husband was advised to speak to her doctor about the blood glucose. The cutomer's husband was advised to call us if there is problem with the device.